Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to report that she tried the battery cap that was sent to her but the pump is still not functioning. The customer stated she would be calling back to provide the serial number of the pump so that it can be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 109 mg/dl. Customer reported that the battery cap is worn out and chipping. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer stated the contacts on battery cap are damage and powdery substance inside cap. The customer was advised that we will ship a replacement battery cap. The customer was advised to revert to backup plan until replacement battery cap arrives.